Manufacturer narrative:
Conclusion: emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00171 and 3005168196-2013-00172. Hospital disposed of device.

Event description:
Patient was undergoing treatment for cerebral infarction. Stenosis of the ic was observed, so carotid stenting procedure was used with a cordis precise pro rx carotid stent. After stenting, the penumbra psc032 was advanced with the psc054 into the embolization site of the left mca. When the psc054 arrived in the left mca, the optimo guide catheter 9fr was removed from the left ic. The psc032 was positioned to the embolization site of the left mca where ia-tpa was administered and clot aspiration was done through the psc032. Aspiration time was from 18:03 to 18:10, for a total of seven minutes. Tici score was 2b after aspiration. The amount of aspirated blood was about 60cc. The day after the operation patient experience a cholesterol crystal embolism and suffered from livedo reticularis, blue toe and renal failure. The patient received hemodialysis and continuous hemofiltration treatments. Physician's comment: it is not deniable the relevance between the penumbra system and this event, however, this event was related to the procedure. Livedo reticularis, blue toe, and renal failure were caused by cholesterol crystal embolism after the catheter was inserted.